Manufacturer narrative:
.

Event description:
It was reported that the pt had a pump implant one week ago and was now septic from an infection. The pt was admitted to the critical care unit at the hospital. The medication being delivered via the device system was baclofen. Additional info has been requested, a follow-up report will be sent if additional info becomes available.